Event description:
Customer reported that sensor separated for the needle at the time of insertion and he needed to pull the needle out of his body. Customer stated that his skin is raises a little. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection and checked needle for anomalies and none were found. Performed insertion test using a new lab sen-serter onto rubber skin. Sensor passed per inspection. No anomalies were found.